Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
User reported that while charging, the device started to heat up and smoke.

Event description:
User reported that while charging, the device started to heat up and smoke.

Manufacturer narrative:
Conclusion: according to the information received the rondo 2 audio processor heated up and smoked while charging. Damage from heating can be confirmed as visible damage in form of deformed housing parts. However, while testing the device with a charger and the electrical battery measurement no heating or smoke could be observed. Also by observing the damage of the housing parts it can be assumed that the heating damage occurred due to an external heat source since no visible damage inside the device was found on the rechargeable battery, circuit board and its components. Additionally residues of an unknown liquid and traces of an adhesive were found inside the device. This is a final report.